Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had reported symptoms such as just feeling warm and treated with pump use, however have administered insulin shot. Customer's blood glucose value was 600+ mg/dl at time of incident. Customer's current blood glucose value was 527 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleging possible pump under delivery due to no damage to tubing or cannula. The drive support cap appears normal (slightly indented). Customer was assisted to perform the high pressure test and had no alarm. Customer was explained about the 2 high blood glucose rule. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08695 inches. Insulin pump was received with minor scratched lcd window, scratched keypad overlay and scratched case.